Manufacturer narrative:
D10: concomitants: (B)(6) - gps implant kit v2 03024224052 320-02-38 - rs expanded glenosphere 38mm, +4mm offset (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6) 320-15-03 - rs glenoid plate post aug, 8 deg, left (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6) 320-15-05 - eq rev locking screw (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Event description:
As reported, approximately 2 weeks post the initial left reverse total shoulder arthroplasty, the patient was complaining of pain. On x-ray there was a calcar fracture, but was stable after opening up. The infection markers were up so a poly exchange and a washout was done with samples taken. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Images and x-rays unavailable. Product not returning: disposed. No further information.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection and bone fracture cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure.